Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The sleeve of the part retention mechanism had been broken free of the handle. The spring and bearings are free as well. Otherwise, the ratchet mechanism is intact and functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the product was broken. The ratchet did not work. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the product was broken. The ratchet did not work. No patient was present at the time of the event.